Event description:
It is reported that the patient was revised due to lag screw cutout.

Manufacturer narrative:
Evaluation summary: it was stated that the nail cap was not inserted during primary surgery. Per surgical technique, the nail cap should have been fully/properly tightened into one of the 4 lag screw slots to avoid the rotation and sliding of lag screw. Surgical technique suggests to slowly rotate the lag screw inserter and nail cap inserter until the nail cap flange can be felt seating into one of the lag screw grooves. Surgical technique used is unknown. Type of fracture, bone quality of the patient and the fracture reduction carried out are unknown. There is insufficient information provided to determine the root cause of the reported event. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.